Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implantation into a atrial septal defect (asd) utilizing a 9f non-abbott delivery sheath. During deployment, the device formed a cobra shape so it was removed. The device was not replaced, and the procedure was aborted. There were no reported adverse patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. There was no interaction with cardiac structures during deployment. There was no angulation or kinks of the delivery system. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and an 9f non-abbott size delivery system was used. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implantation into a atrial septal defect (asd) utilizing a 9f non-abbott delivery sheath. During deployment, the device formed a cobra shape so it was removed. The device was not replaced, and the procedure was aborted. There were no reported adverse patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. There was no interaction with cardiac structures during deployment. There was no angulation or kinks of the delivery system. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.